Event description:
The patient reportedly experienced retention issues and loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. The issues were not resolved. Device revision surgery will be scheduled.